Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow-up corrects that information.

Event description:
(B)(4). The dentist reported that, about 4 months after the dental implant was installed in intraoral region #21, it was verified its non- osseointegration. In addition, 45 ncm of primary stability was achieved and immediately load was not performed. The patient presented bone type I.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, about 4 months after the dental implant was installed in intraoral region #21, it was verified its non- osseointegration. 45 ncm of primary stability was achieved and immediately load was not performed. The patient presented bone type I.